Event description:
Fluid did not flow through the device and a revision was required. The device was implanted in 2008, and the only distal catheter was replaced five months later. The device was replaced the following month.

Manufacturer narrative:
Codman has requested return of the catheter for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.